Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "1980s". The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted and replaced. Total capsulectomy was performed.